Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. The reported inflation and deflation difficulties were not tested due to the condition of the device. The reported resistance met with the protective sheath and stylet was not tested due to the sheath and stylet not being returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported balloon rupture, inflation and deflation difficulties appear to be related to circumstances of the procedure; however a conclusive cause for the reported resistance with the protective sheath and stylet during removal cannot be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters, nc trek rx, global, instructions for use states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.5x8mm nc trek rx balloon dilatation catheter (bdc) protective sheath and stylet were difficult to remove. The balloon was not soaked prior to use. Air aspiration was performed outside the anatomy. The device was flushed prior to sheath/stylet removal. The contrast mix was 50/50. The trek was advanced toward the target lesion, the balloon was inflated once to an unknown pressure and the balloon partially inflated and would not hold pressure. A balloon rupture was suspected. During removal negative pressure was held for an unknown amount of time and the trek would not completely deflate. The device was removed partially inflated and a new same size nc trek was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.